Manufacturer narrative:
Based on the limited information available at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery. The warning section of the instructions-for-use states "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Without a lot number a review of the manufacturing records is not possible. Note, the date of implant is estimated as the exact date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
As reported in 2008 the patient underwent his first hernia repair surgery. Several years later, in 2015 (date not provided) the contact reports the patient developed a second hernia in a different area (inguinal) than the first. This hernia was repaired with the bard/davol kugel hernia patch. Contact reports there were no problems associated with the first hernia repair. Recently in 2018 the patient has had pain in the area of the kugel patch and believes he may have a hernia recurrence. Contact reports there are no problems with the initial 2008 hernia repair and the patient is only having problems with the 2015 repair.